Manufacturer narrative:
Updated data: b2, b5, h1, h6 note: new information received supports update from serious injury to death for report type of h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 8 years and 4 months following the transcatheter aortic valve implant cardiac arrest occurred. Two rounds of epinephrine were administered. Intubation was done without complications. A norepinephrine and epinephrine drips were stared. A sedation medication was started as the patient was ¿fighting¿ the ventilator. Sinus bradycardia later developed. A review of hypoxia and sinus bradycardia required external pacing. However, the external pacing later stopped capturing. Physicians reviewed the electrocardiograms (ECG). As the ECG was not consistent with a myocardial infarction, per the physicians, anticoagulation with heparin was not required. The physicians reviewed the patient¿s condition and survival chances, and option to transfer. The patient¿s condition was discussed with family who elected to change the code status to dnr (do not resuscitate) comfort care. Palliative extubation was consented and the patient died the same day as the cardiac arrest. The death was classified as cardiac. The physician indicated at this time it was unknown if the death was related to the transcatheter valve. With this information, it was unclear if the patient¿s transcatheter valve was previously replaced with a surgical valve as previously captured. Clar ification of the valve status was made.

Manufacturer narrative:
Updated data: b2. Death and life threatening removed b5. D3. D6b. H1. Additional codes. Death and cardiac arrest coding removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient developed shortness of breath and a reduced ejection fraction via echocardiography due to the valve stenosis. The surgery performed approximately eight years after the valve implant was only an explant of the medtronic valve and replacement with a non-medtronic surgical device. It was noted that there was no indication that CABG was also performed during the surgery. The surgery was noted to be more difficult than a typical transcatheter aortic valve explant and redo aortic valve replacement because the medtronic valve was positioned high, which precluded a safe redo tavr, and required exceptionally high ascending aortic aortotomy to explant the valve which was impregnate into the wall of the ascending aorta. Per the physician, the atrial fibrillation that occurred following the surgery was indirectly related to the medtronic valve since it happened as a result of explanting the valve.

Manufacturer narrative:
Updated/corrected data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information noted some medication required for the congestive heart failure (chf) was delivered intravenously. With the hospital readmission approximately 3 months following the previous reported discharge, a coronary artery bypass graft (CABG) was performed. This coincided with the previous reported information of the open-heart surgery and previously reported valve revision. Three days following the CABG, post-operative atrial fibrillation developed and intravenous heparin and an anti-arrhythmic were administered. Cardioversion was planned. However, a transthoracic echocardiogram (tte) showed a possible left atrial appendage thrombus. A sodium-glucose co-transporter 2 was started and the patient was released 10 days following this readmission. The congestive heart failure (chf) event resolved approximately this same date.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. D6b. Explant date added additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, nine months following a transcatheter aortic bioprosthetic valve replacement (tavr) procedure, the patient was admitted due to a new onset of congestive heart failure. An echocardiogram was performed and showed a severely stenotic transcatheter valve with an elevated transvalvular gradient. The specific gradient was not reported. The patient had workup performed for a tavr and was discharged in stable condition four days after admission. The patient is currently being evaluated for a tavr or surgical aortic valve replacement. No patient complications were reported as a result of this event. Additional information received indicated the valve was implanted within the native annulus. Additional information was received to report eight years following the initial tavr, the patient underwent open heart surgery to replace the medtronic valve with a surgical aortic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, nine months following a transcatheter aortic bioprosthetic valve replacement procedure, the patient was admitted due to a new onset of congestive heart failure (chf). An echocardiogram was performed and showed a severely stenotic transcatheter valve with an elevated transvalvular gradient. The specific gradient was not reported. The patient had workup performed for a transcatheter aortic valve replacement (tavr) and was discharged in stable condition four days after admission. The patient is currently being evaluated for a tavr or surgical aortic valve replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the valve was implanted within the native annulus.